Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the companion 2 driver exhibited an incorrect right pressure alarm, the driver continued to perform its life-sustaining functions. The companion 2 driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia authorized distributor, reported that the companion 2 driver exhibited an incorrect right pressure alarm while supporting a patient. The customer also reported that the patient was switched to a backup driver and there was no reported adverse patient impact.

Manufacturer narrative:
The customer-reported issue of a "right pressure incorrect" alarm was confirmed via the driver's alarm history review. This review also revealed multiple "right overpressure" alarms. During the recording of these alarms, the right pressure was consistently higher than the set point, which triggered the alarms when out of tolerance, confirming the customer-reported issue. Investigational testing determined that the root cause of the customer-reported alarm was a malfunction of the right electronic pressure regulator. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.